Event description:
It was reported the ez45g was used during a radical prostatectomy. It was reported the device had a broken handle before it was used. There was no consequence to the pt.

Manufacturer narrative:
H6: damaged closure mechanism. Endopath thoracic endoscopic linear cutter with safety lock-based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged closure mechanism. No conclusion could be reached as to how this damage occurred.